Manufacturer narrative:
Findings: pump passed displacement test. Motor error alarm during basic occlusion test due to loose /flush drive support disk. Unable to perform prime test, occlusion test or excessive no delivery test due to motor error alarm. Pump received with cracked case at the display window corners minor scratched lcd window, scratched reservoir tube window, cracked reservoir tube lip and address label peeling/ damaged. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that they had issues exiting the "preparing to prime" loop on this insulin pump. The patient's blood glucose level was 125 mg/dl at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.